Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information was provided by the site on (B)(6) 2024. It was reported that prior to the recalibration on (B)(6) 2024 the patient had gained 20 pounds over four months but that their cardiomems readings remained normal causing the site to question the accuracy. The patient was brought in for an office visit on (B)(6) 2024 and it was reported the readings did not align with their clinical presentation. The patient was then hospitalized on (B)(6) 2024 with vomiting and hypotension which the site reported could have in part been driven by right ventricle failure however they feel the device contributed to the issue because the readings were low providing reassurance that the patients weight gain was not due to heart failure. The right heart catheterization was then performed (B)(6) 2024 to check the accuracy of the sensor and the baseline was increased by 9.5mmhg. The patient was treated with IV diuretics and was released (B)(6) 2024. The patient also reported they had a flare up of a shoulder injury during this procedure and they are now going through physical therapy for this issue.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 9.5 mmhg. Readings were observed under the manufacturer's patient care network database.